Event description:
Caller reported a cgm error 42, and there was no adverse impact to the customer¿s blood glucose level. Technical support provided information for a complete pump reset and guided the caller through the process. After the reset, the cgm error code did not appear again, and the caller was advised to wait 20 minutes to start a new sensor session, which they understood and acknowledged.